Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of a 26mm sapien 3 ultra valve by transfemoral approach in the aortic position. Following the balloon aortic valvuloplasty (bav), there were some difficulties found when attempting to cross the native valve with the commander delivery system, and some push force was required. The valve was correctly deployed, however, an aortic dissection was seen post deployment. The commander delivery system was removed as indicated. Although the patient did not present any symptoms due to the aortic dissection, it was decided to perform a surgical intervention to repair the dissection. As per medical opinion, the root cause of the event might be related to the frail aortic tissue and the difficulties crossing the native valve.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of difficulty crossing the native annulus was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, ''some difficulties were found when attempting to cross the native valve with the commander delivery system.'' Per case notes, patient had ''severe calcification.'' The training manual warns that 'heavy calcification' can make it difficult to cross/position thv. The presence of calcification can make the pathway challenging as it obstructs the delivery system from crossing the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to cross the native annulus and lead to the subsequent patient injury. As such, available information suggest patient factors (calcification) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Per the instructions for use (IFU), aortic dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.